Manufacturer narrative:
Other text: one device was returned for analysis. Visual inspection showed the right plunger case was cracked, a chipped top case, and the bottom case was damaged. The tamper seal was removed. Review of the event history log (ehl) showed force sensor bridge test error. A visual inspection and the device was powered on as part of the functional test and the reported issue was duplicated. It was determined that the cause was due to a damaged plunger cable. As a result, the plunger cable was replaced and the force sensor was replaced for preventive measure. A service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
Other text: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. B3: date of event is unknown.

Event description:
It was reported the device exhibited a force sensor issue. Patient involvement is unknown.